Event description:
The customer stated that four patient samples generated (B)(6) results for the architect ausab (anti-hbs) assay. One patient sample (sid (B)(4)) generated a (B)(6) result of 11.33 miu/ml in april. The same patient came back in (B)(6) and a new sample generated (B)(6) results of 1.04 and 0.00 miu/ml. The new sample was retested (B)(6) on a different architect analyzer. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed against an ex-us product (7c18) that has a similar product (1l82) distributed in the us. Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
Product evaluation was completed in order to investigate this issue. The ticket searches determined that there is no unusual activity for the likely cause architect anti-hbs lot 11544lf00. Specificity testing performed in house using a retained kit of reagent lot 11544lf00 met acceptance criteria. A review of quality records for the manufacture and release of this reagent lot shows no issues. In the absence of returned patient sample reference testing could not be performed. There is not enough information to reasonably suggest a malfunction. The potentially false results are for discreet samples (incorrect results for a limited number of samples) and where the product has a specificity performance claim that is not 100%. Based on the evaluation results, no malfunction or product deficiency identified to be related to this issue.